Event description:
It was reported that, "the question by doctor were any of these items on a recall. Originally he also asked if this was ceramic on ceramic, which these are not. Patient is hearing squeaking. A revision is currently being considered."

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.